Event description:
Medics attended to a 72 year old male diagnosed as pulseless and apneic. The pt had been down for a minimum of 30 mins. Disposable defibrillation electrodes were attached to the pt and an automated electrocardiogram analysis was attempted. The pt was described a hirsute and there was no skin preparation performed. The device allegedly displayed the messsage connect defib cable and automated electrocardiogram analysis was inhibited. Advanced life support responders subsequently arrived and diagnosed the pt as asystolic and pronounced the pt as dead on the scene. Resuscitation efforts were discontinued. The rptr indicated the alleged malfunction did not cause or contribute to the pt's death. This opinion was based on an assessment of the pt's lack of viability.